Manufacturer narrative:
The ge service rep replaced the cables, and increased the brightness of the right monitor per the customer request. The system is operating as intended.

Event description:
The customer reported that the left monitor is not displaying a signal and not showing an image.